Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of 10 cm diameter pre-operatively ruptured abdominal aortic aneurysm. The aortic neck was 12.5 mm in length and 26 mm in diameter proximally and distally. The right iliac was 22 mm in diameter and the left was 17 mm. The patient presented with a pre-operatively ruptured abdominal aortic aneurysm. It was reported that the patient had lost several units of blood and was somewhat stable at the beginning of the procedure; however, by the end of the case the patient¿s blood pressure had dropped precipitously and the patient did not recover. It was noted that deployment of the stent grafts was technically successful to treat the ruptured aneurysm, but the patient did not survive the procedure and expired later the same day. It was also noted that the patient's belly was very distended and hard when the procedure started. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: stent graft was implanted in a patient with a pre-operatively ruptured aneurysm.